Event description:
On (B)(6) 2012, during a call to animas customer support, the patient mentioned that his blood glucose (bg) was getting high during the day. The patient claimed he was obtaining bg approaching 300 mg/dl and would feel tired and thirsty with the elevated results. The patient stated that his bg would return to his normal range after administering a correction bolus. At the time of the call, the patient also informed customer support that on one occasion, approximately 3 months prior, his bg was greater than 300 mg/dl and he could not get his bg to come down despite administering correction boluses. The patient reported he went to the emergency room in response to the high bg and claimed he was treated with fluids. The patient confirmed he remained connected to the pump during the emergency room visit and was later discharged from the emergency room. At the time of the call, the patient denied any issues with site and/or set. The patient confirmed the pump was set to the correct date and/or time and stated all advanced features were programmed as desired. The patient also confirmed basal segments were also programmed correctly. Customer support noted that the patient mentioned that he felt the high bgs were related to stress. The patient stated he was under extreme stress at work and since has changed jobs and his bg's have gotten much better. This complaint is being reported because the patient was reportedly treated by an hcp for hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.